Manufacturer narrative:
Other applicable components are: product ID: 3708220, serial# (B)(4), implanted: (B)(6)2011, explanted: (B)(6) 2018, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: extension. Product ID: 3888-33, lot# v828947, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Product ID: 3888-33, lot# v736978, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Product ID; 3487a-33, lot# v364909, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Product ID: 3487a-33, lot# v442465, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the device was explanted and no symptoms were reported. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. No further complications were reported/anticipated.